Manufacturer narrative:
Us reporting agent notification received: (B)(6)2014. Defect type: broken thread (suture). Analysis and results: there are no previous complaints of this code batch. There are no units in OEM stock. All packs received are tight. OEM tested the knot pull tensile strength of the samples received and the results conform to requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process conform to requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Defect type: broken thread (suture).